Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had received a power error detected on the insulin pump. The customer¿s blood glucose level was 330 mg/dl and the current blood glucose level was 166 mg/dl. The customer stated that the power error detected alarm occurred third time and had high blood glucose levels. The customer was treated with manual bolus for the high blood glucose. The customer declined troubleshoot for high blood glucose levels. The customer was advised to monitor the pump and call back if the error recurs. The insulin pump will not be returned for analysis.